Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the fifth firing of the stapler, with a green reload, buttressing material, the knife blade advanced fully but many of the staples didn't get released. The doctor also heard a weird noise. The doctor oversewed the staple line to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) per photographic evaluation: one photo was reported. The picture shows the open jaws of a device with a green reload loaded. Several protruding staples legs can be seen. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. However, the device was not returned.